Event description:
The device was reported to be at eri (elective replacement indicator) 18 months post-implant. It was explanted and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: preliminary analysis found that high current drain caused the battery to reach eri (elective replacement indicator) level 2 years ahead of projection. Further analysis of the device determined that the high current drain was caused by leakage on an integrated circuit, which corresponds with ventricular pacing (vdd). The integrated circuit was damaged during attempts to remove it from the power board, therefore, the exact failure mechanism could not be determined.

Event description:
Device reported at eri (elective replacement indicator) at 18 months post implant. The device was explanted and subsequently tested out of specification during preliminary analysis by manufacturer. No patient complications have been reported as a result of this event.